Event description:
It was reported that a reading of >4000 ohms on all of the bipolar pairs was displayed. No stimulation was also reported. X-rays were not taken. Changing of pw for impedance check was done. The pt will be having a revision but no date was set. The stimulator was off. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).